Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. It was said that the cuff was placed too distal along the bulbous urethra. There were no additional patient complications reported.